Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/54 years old. The dates of death are not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: abdominal surgery in patients with ventricular assist devices: a single-center report. American society of artificial internal organs journal, august 2020; 66(8):890-898. Doi: 10.1097/mat.0000000000001085. Pmid: 32740349 additional information was requested regarding the causes of the events, device serial numbers and patient demographic data. Feedback received from the physician/author stated that medtronic products did not cause or contribute to the observed adverse events. The physician/author also noted no device serial number or patient data could be made available. If additional information is received, the event will be updated and a supplemental report will be sent. Product event summary: one (1) pump with unknown serial number was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. Review of the sterility certificate could not be conducted since the serial number is unknown. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed the outcomes of vad patients after undergoing emergent and elective abdominal surgery. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The article reported patient deaths while on vad support, due to post-operative sepsis with multi-organ failure, post-operative bleeding and cardiac asystole. The status of the vads is unknown.